Manufacturer narrative:
Product event summary: at analysis it was noted that the device showed an error and it was further noted that the failure data had been stored in the out-of-service log. Though initially the device did fail two of its incoming tests it was noted that these failures were related to known test system anomalies, however it also failed several others which indicated that the device required calibration. The unit is to be cleaned and inspected, the service log cleared and it is to be tested and calibrated on the automated test system. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for "routine service and repair." No patient complications have been reported as a result of this event. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.